Event description:
The customer was hospitalized for dka and heart attack. It was indicated that the customer was vomiting prior their hospitalization. Also it was noticed that the introducer needles in the boxes were bent. The customer stated that the bent introducer needle caused the cannula to bend and tear. The customer has been released and would follow up with their doctor.